Event description:
Patient's gender, age and weight are unknown. It was reported to boston scientific corporation in 2008 that a resolution clip device was used during a colonscopy. According to the complainant, severe resistance was encountered when the device was attempted to be deployed. The procedure was successfully completed with another resolution clip device. The patient's condition was reported to be good.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the sheath grip was detached from the over sheath. A functional evaluation of the returned device revealed that the clip assembly could be completely exposed. The clip assembly was not locked onto the bushing. The control wire was actuated several time and deployed as per design. As evident by the sheath grip being detached from the over sheath, the end user may have exceeded the design limits of the device during used based on the dfu precaution(s) prior to use statements. The most probable root cause classification for this event is operational context, which indicates that the complaint is associated with a product that meets the boston scientific corporation (bsc) design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance was limited.